Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem reappears.